Manufacturer narrative:
Based on the results of the investigation, the reportable malfunction was most likely due to damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. However, the root cause could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the laparo-thoraco videoscope's imaging unit was found to be defective, thereby causing an halation. There was no patient involved.